Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right ventricular lead exhibited an increase in threshold. The physician performed lead revision. No additional adverse patient effects were reported. This product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The reported implant and event dates did not correspond to the event, so they were not included with this report.